Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event as the device is working normally and no error message are displayed. Review of event logs is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, the smartview connect did pair to the implant, but during installation, the messages "transmission in progress" then "technical problem" are displayed. Rebooting the device did not resolve the issue.

Manufacturer narrative:
Analysis of the returned device did not permit to reproduce the reported event. The review of extracted data and event logs confirmed the reported issue: a troubleshooting screen error message was displayed to the user. No specific finding was found to explain the issue. However, the most probable hypothesis is that a corruption of the file in the storage system occurred. The zip files used to send one of the trace files to back office is therefore empty. Uploading this empty file in bo returned http error 400. According to code, this is an unexpected error case, and it is managed by displaying the ¿configuration issue¿ troubleshooting screen. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 8-july-2025, the smartview connect did pair to the implant, but during installation, the messages "transmission in progress" then "technical problem" are displayed. Rebooting the device did not resolve the issue.